Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lots of pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("severe periods"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lots of pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("severe periods"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Concerning the injuries in the case, the following ones were described in patient's social media records: pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lots of pain,pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe periods,heavy periods") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, menorrhagia and ovarian cyst outcome was unknown. The reporter considered menorrhagia, ovarian cyst and pelvic pain to be related to essure. The reporter commented: pet fibres coming out. Concerning the injuries in the case, the following ones were described in patient's social media records: pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : following event was added : ovarian cyst, based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.